Manufacturer narrative:
Citation: sasaki et al. Clinical impact of new-onset left bundle-branch block after transcatheter aortic valve implantation in the (B)(6) population. Circulation journal circ j. 2020; 84: p. 1012 - 1019. Doi: 10.1253/circj.cj-19-1071. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding clinical impact of left bundle branch block (lbbb) following transcatheter aortic valve replacement (tavr) in the (B)(6) population. All data were collected from a single japanese center between january 2016 and december 2018. The overall study population included 298 patients (predominantly female, mean age 84 years). Multiple manufacturers¿ products were used in the study; an unspecified number of which were medtronic evolut r bioprosthetic valves (no serial numbers provided). Among all patients, adverse events included potentially related to the tavr: left bundle branch block (lbbb), right bundle branch block (rbbb), third-degree atrio-ventricular block, sinus node dysfunction, atrial fibrillation, permanent pacemaker implant, moderate to severe aortic paravalvular regurgitation, severe patient-prosthesis mismatch (ppm), and conversion from tavr to open surgery. Other adverse events included: anemia, severe mitral valve regurgitation and uncontrolled blood pressure. Based on the available information medtronic product may have been associated with these adverse events. No additional adverse patient effects or product performance issues were reported.